Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet controller developed a cracked screen and would not power on, while the system continued delivering insulin per data sync; the user was not using a belt clip and typically kept the device in a coat pocket. Symptoms included hyperglycemia with a reported peak blood glucose of 262 mg/dl and elevated levels for approximately six hours without ketone testing. Outcomes included no alarms related to the high glucose event, no medical intervention, and no hospitalization. Investigation included review of synced device data and user report. Investigation of this device revealed physical damage to the display assembly consistent with a cracked or broken screen and an inability to shut down the device due to a nonfunctional sleep/wake button, while insulin delivery persisted. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to handling or external forces.